Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04-feb-2026 against "lot number 6008750 and similar malfunction codes: occlusion issue. Malfunction code not on list, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The review confirmed that lot 6008750 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 04-feb-2026 against "lot number" criteria equal 6008750 and similar malfunction codes: occlusion issue. Malfunction code not on list, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The count of complaint is 2. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6008750 was manufactured according to the work instruction (wi) version 98 and manufactured in the line m14 on 16-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h01282 was manufactured according to the wi version 64 and manufactured in the machine sc05-sc06, on 14-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4g04910 was manufactured according to the wi version 64 and manufactured in the machine sc08, on 13-aug-2024, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: w guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code occlusion issue. Malfunction code not on list. All test results were within specification as documented in the attached test report complaint 2476299. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008750 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Manufacturer narrative:
E1: pateint city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient visited emergency room on (B)(6) 2025 due to hyperglycaemia with blood glucose value of 489 mg/dl. The patient also tested positive for ketones. The patient got treated with intravenous and fluids of potassium fluoride and insulin. The length of hospitalization was 8 hours. The patient was release from the hospital on (B)(6) 2025. No further information available.